Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer was unable to provide a lot number of the product used, a manufacturing review and testing on reserve product from the same lot could not be conducted. No further investigation is possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring for one patient: approximately one week prior to (B)(6) 2017, the patient tested with a home pregnancy test three times and received a positive result for each test. The patient experienced vaginal bleeding that resolved on own without intervention. On (B)(6) 2017, the patient went to the facility for a sonogram and received a negative hcg result using the consult hcg urine cassette. A serum beta quant was performed the same day and produced a result of 218 miu/ml. Last menstrual period: (B)(6) 2016. An update was received on 02/03/2017 that the patient is still currently pregnant.